Event description:
The complainant had an impella cp set to be delivered to support a st-elevation myocardial infarction patient. After the intra-aortic balloon pump was removed, the patient did suffer asystole briefly which needed transcutaneous paced. The impella cp was explanted after 64 hours with a purge sidearm leak and was escalated to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿